Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual, microscopic and tactile examination of the hypotube shaft found a shaft break at approximately 21cm distal to the distal end of the strain relief and multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulty was encountered. The patient presented for percutaneous transluminal coronary angioplasty. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. After advancing a 6f guide catheter, a 2.75 x 38 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed from the patient intact and the procedure was completed with a 2.50 x 38 synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed a shaft break.